Event description:
During saline turp (transurethral resection of the prostate) the tip of the resectoscope sheath from the olympus saline turp tray broke off inside the patient. Entire piece was retrieved and small fragments were irrigated out of patients bladder. Surgeon scoped at end to make sure all was out of patient. Entire tip matched up with scope that broke off so entire instrument was present. No harm.